Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review / investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: universal degen screw (uds) screw broken on the distal part inside the vertebral body. Concomitant devices reported: unknown rod (part # unknown, lot # unknown, quantity unknown), unknown screw (part # unknown, lot # unknown, quantity unknown), unknown rod connectors (part # unknown, lot # unknown, quantity unknown). This report is for one (1) uds a,7 l45 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Protocol #: device is not distributed in the united states, but is similar to device marketed in the USA. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the x-ray provided in the attachment(s) ¿[(B)(4) x-ray]¿. The x-ray was reviewed, and the complaint condition could be confirmed as the uds a 7 l45 tan is broken. Since the device was not returned, dimensional, material and drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. Conclusion: during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: a review of the device history record (DHR) could not be performed on the uds a 7 l45 tan (product code: 04.689.745, lot number: unk ) since no information for this part/lot combination could be found. If further information becomes available, this DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.